Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument could not be operated from the console. When the instrument was removed for inspection, the tip cover accessory detached along with the instrument's tip. The procedure was completed with no reported injury. A procedure delay was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors tip-cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.